Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a dreamstation bipap pro device's sound abatement foam. The patient's attorney reporting allegations of nose irritation, respiratory track irritation, cancer. There was a report of patient death have occurred. No other clinical information or medical interventions were reported. The device was returned to the manufacturer's product investigation laboratory for investigation. The manufacturer inspected the device externally and internally observed an unknown contaminant on the top enclosure, front panel, rear panel, and iso port. They observed dust-like contaminant on the front panel, p4 dc jack insert, bottom enclosure, blower box cap, blower, blower seal, and blower box. They observed dried liquid spots with potential mineral deposits on the front panel, rear panel, iso port, bottom enclosure, blower box cap, blower, blower seal, and blower box and hair-like particles were observed on the blower box cap. Evidence of power connector was observed to have corrosion/rust on it, pca was observed to have spots of corrosion on it and brass nut on the blower was observed to have corrosion on it, likely due to liquid ingress. Evidence of sound abatement foam degradation/breakdown was not observed. The manufacturer used a fitt (foam integrity test tool) and was unable to confirm the presence of degraded sound abatement foam. The device's downloaded logs were reviewed by the manufacturer. There were no errors found. The manufacturer concludes there was no evidence of sound abatement foam degradation in the device and was not able to address the symptoms specified. Section-d, e and h has been updated.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a dreamstation bipap pro device's sound abatement foam. The patient's attorney reporting allegations of nose irritation, respiratory track irritation, cancer. There was a report of patient death have occurred. No other clinical information or medical interventions were reported. The manufacturer was made aware of this complaint through a representative of the customer. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.